Event description:
Complainant alleged that while treating a patient, the attending paramedic lifted the patient up on a sheet to transfer him to the cath lab and the paramedic received an unintended discharge of energy. The patient was being paced and the paramedic received energy at about 70 milliamps. Complainant indicated that the paramedic jumped back and then continued to treat the patient. Complainant indicated that the paramedic did not require medical treatment.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.